Event description:
If a trial containing electron beams is copied, and the trial is not displayed in any window before computing dose; the electron dose computation will not consider the cutout for the electron beam.